Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result / lab inr was 6.5 and 6.2/3.4. The patient's coumadin was held for two days based upon the lab. The reporter declined product replacement.